Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the illumination was low. Additional information has been requested.

Manufacturer narrative:
A tabletop illuminator module was received and a visual assessment of the returned sample revealed no obvious nonconformity. A known good xenon lamp was placed in the sample and then the module was installed into a calibrated constellation system for functional testing. The module was found to meet product specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The tabletop illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined. (B)(4).